Event description:
It was reported that the patient had their neurostimulator system removed on (B)(6) 2013 report. It was noted that it was removed due to being at its end of life and also because the patient needed an MRI. The patient reportedly ¿hurt from head to toe¿ from the surgery. Manufacturer records show that the patient had two active neurostimulation systems and it is unclear when or if both systems were removed. Please refer to manufacture report # 3004209178-2013-16838 for additional information on a related device.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 355029, lot # n059833, implanted: (B)(6) 2006, product type accessory; product ID 377745, lot # v003310, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3550-29, lot # n155423, implanted: (B)(6) 2009, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 377745, lot # v003310, implanted: (B)(6) 2006, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).